Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 9. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, bleeding and abscess. No further patient complications were reported.